Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information correction to a1: patient identifier. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the epic device was returned to our post market quality assurance laboratory. A visual and tactile examination identified multiple inner sheath kinks. The device was received with the stent partially deployed. This epic device is recommended for use with a 0.035" (0.89mm) guidewire as per label specifications. During the product analysis, the investigator was unable to advance the guidewire through the device due to the inner sheath kinks. The guidewire used by the customer was not returned for analysis. A visual examination identified no issues with the tip of the device or damage to the handle of the device. The safety lock was in place on the rack of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 28oct2025. It was reported that shaft kinked occurred. The target lesion was located in the iliac artery. A 12x60x120 epic stent self expanding was selected for angioplasty of iliac artery. During the procedure, the physician found that the tip of the delivery device was kinked, and the guide wire could not cross the delivery device. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a partially deployed stent. It was further reported that the stent was deployed inadvertently during transit.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the epic device was returned to our post market quality assurance laboratory. A visual and tactile examination identified multiple inner sheath kinks. The device was received with the stent partially deployed. This epic device is recommended for use with a 0.035" (0.89mm) guidewire as per label specifications. During the product analysis, the investigator was unable to advance the guidewire through the device due to the inner sheath kinks. The guidewire used by the customer was not returned for analysis. A visual examination identified no issues with the tip of the device or damage to the handle of the device. The safety lock was in place on the rack of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 28oct2025. It was reported that shaft kinked occurred. The target lesion was located in the iliac artery. The patient has a challenging anatomy. A 12x60x120 epic stent self-expanding was selected for angioplasty of iliac artery. During the procedure, the physician found that the tip of the delivery device was kinked, and the guide wire could not cross the delivery device. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a partially deployed stent.